Manufacturer narrative:
Investigation/evaluation: visual inspection, explant testing, and imaging reviews have been performed. A review of the device history record, instructions for use, quality control data and specifications was also conducted. Two tfle legs were returned for explant testing. It was found that the ipsilateral limb of the graft was cut off during explant. The explant report completed on (B)(6) 2018 clarified the complaint device is a tfle-20-56-zt (zenith flex aaa endovascular graft iliac leg). The tfle-20-56-zt was implanted on (B)(6) 2009 and explanted (B)(6) 2017 due to a suspected type 1 endoleak via open surgical repair. The device had thrombus that appeared to occlude approximately 50% of the lumen observed at the distal lumen edge. No stent cuts or fractures were observed. One abnormal apex (irregularly deformed) was observed on the proximal seal stent. No corrosion was observed on the cannulas or stent wires. There were no observed blue suture failures. There were observed green suture failures however, none of these suture failures appeared to have affected the stent attachment integrity. No suture holes were observed. Thrombosis can occur for a variety of reasons, such as genetic predisposition, iliac tortuosity, external compression, pulsation / repetitive stenosis, improper overlap, narrow inner iliac lumen, vessel damage, and rough surfaces. Tortuosity, compression, and pulsation can create high shear forces within the leg that stimulate thrombus growth. Where a small thrombus has formed, the clot can enlarge because the blood flow slows within the boundary layer of the clot, allowing clot-forming elements to attach and/or deposited. Pulsation and a small inner lumen can occur through graft oversizing or under sizing. However, there was no indication of improper overlap, external compression, improper sizing, or vessel tortuosity from image review, the explant report, or the surgeon's description of the event. The most likely causes of this thrombus formation include genetic predisposition and/or changes in the patient anatomy/ disease progression. Images provided were computerized tomography (CT) scans from a follow up appointment approximately 3 months before the open procedure to explant the grafts. The image review accompanying the images does not mention thrombus formation in either leg. The surgeon that provided information on the event did not mention the thrombus formation. However, the explant testing found that the lumen of this device, the right ipsilateral tfle-20-56-zt, contained a 50% occlusion from thrombus. Although the physician believed there was an obvious leak through a suture hole of the right leg this could not be confirmed. Imaging does not confirm either a type I or type iii endoleak in the right iliac leg. It should be noted there was a hole in the right limb of the tffb-32-82 which may have contributed to the leak noted by the physician. At this time, the alleged endoleak related to the tfle-20-56-zt cannot be confirmed. However, the tfle-20-56-zt was noted to have 50% thrombosis. There is no mention of thrombus formation in the imaging review dated (B)(6) 2017 (the actual imaging date was (B)(6) 2017). Per our investigation imaging review, there was significant reverse taper and reduced seal length but it cannot be determined if these were the measurements at the time of implant or if this is due to progression of disease over 90 months. Therefore, determining if human anatomy or actual device placement contributed to possible thrombus formation would be difficult. There is no information regarding any patient history that may have contributed to the thrombus formation. The device history record was reviewed and found no non-conformances were noted. Each zenith device is shipped with instructions for use (IFU), listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. The IFU also advises on appropriate patient follow up so that changes in the structure, should they occur, can be identified and addressed before causing clinical problems. This should yield a very high probability of detection. Based on the information given, the explant report and the image review, the root cause of this complaint is unable to be determined definitively. Therefore, the root cause of this complaint is inconclusive. Per the quality engineering risk assessment, no further action is warranted. The appropriate personnel have been notified of this event. Monitoring will continue to be performed for similar complaints. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that a patient underwent an abdominal aortic aneurysm (aaa) endovascular aneurysm repair with suspected endoleak repair procedure using a zenith flex aaa endovascular graft bifurcated main body and two zenith flex aaa endovascular graft iliac legs. They were found to have continued sac expansion and a fenestrated cuff was ordered for what was a suspected type 1 endoleak. The patient was admitted to the hospital and the on call surgeon felt an open repair was needed. The surgeon explanted the grafts and did an open surgical repair. No unintended part of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence, as the device was explanted during an open repair procedure. No additional information including the adverse effects to the patient were not reported. This report is related to reports with MDR#: 1820334-2018-00416 and 1820334-2017-01366.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported that a patient underwent an abdominal aortic aneurysm (aaa) endovascular aneurysm repair with suspected endoleak repair procedure using a zenith flex aaa endovascular graft iliac leg. They were found to have continued sac expansion and a fenestrated cuff for what was a suspected type 1 endoleak was ordered. The patient was admitted to the hospital and the on call surgeon felt an open repair was needed. It is believed that there was an obvious leak through a suture hole of the right leg. The reporter is unsure whether this was the 20mm ( medwatch with number 1820334-2017-01375) or 24mm (medwatch with number 1820334-2017-01366). The surgeon explanted the grafts and did an open surgical repair. No unintended part of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence, as the device was explanted during an open repair procedure. No additional information including the adverse effects to the patient were not reported.